Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel cable broke on the monopolar curved scissors (mcs) instrument. The instrument was in its ninth use. The cable broke less than an hour into surgery. The surgeon reported losing control of the mcs instrument before knowing that the cable had broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.